Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at approximately 11:30 pm, the patient experienced severe hypoglycemic and loss consciousness. Of note, the patient was using a tandem t:slim x2 insulin pump at the time of the event. A comparison of glucose readings taken within five minutes of each other showed a discrepancy: the cgm displayed 300 mg/dl, while a fingerstick blood glucose (fsbg) reading was 26 mg/dl. Due to the patient¿s unresponsive state, a parent called emergency medical services (ems). The patient was treated with a glucagon injection. The time at which the patient regained consciousness is unknown. Despite the severity of the episode, the patient recovered and did not require transport to the emergency department. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required. On (B)(6) 2026 at approximately 11:30 pm, the patient¿s parent reported that the patient¿s cgm displayed falsely elevated glucose readings ranging from 300¿400 mg/dl, while a fingerstick blood glucose (fsbg) reading obtained at home was critically low at 26 mg/dl. Prior to the event, the cgm readings were reportedly inaccurate and intermittently jumpy but consistently remained in the high range. The cgm subsequently displayed an error message advising the user to wait up to 3 hours, which later progressed to sensor failure. The patient was using a tandem t:slim x2 insulin pump that automatically adjusted insulin delivery based on the inaccurate cgm readings. During this time, the patient lost consciousness (loc) at home for an unspecified duration. The parent called 911. Upon arrival, paramedics administered two glucagon injections approximately 15¿20 minutes apart, as well as juice and candy to increase the patient¿s glucose levels. Additional cgm or fsbg readings during the ems encounter, as well as the duration of the ems response, were not reported. Following treatment, the patient regained consciousness, no additional treatment or transport to the emergency room was required. At the time of the report, the patient was awake and stable but reported headache and generalized body soreness. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).product registration - correction.b5: describe event or problem - correction.b6 relevant tests/laboratory data, inclu- correction - added missing values.d4 catalog no- correction.d4 serial no- correction.d4 lot no - correction.d4 expiration date- correction.primary UDI number- correction.h2: type of follow up - correction.h4 device mfg date- correction.h6 health effect - clinical code: correction-added pain 1994 and headache 1880.